Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratches on the lcd window, cracked corner display window, scratched case, broken reservoir tube lip, cracked battery tube threads, damaged/worn battery coin slot, loose/protruded drive support disk and cracked belt clip slot. No button error alarms noted. No button response due to moisture damage keypad traces and collapsed button dome switch (esc button) noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 125 mg/dl. Nothing further was reported.